Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went swimming and her insulin pump was completely blank, she also discovered there was a crack behind the insulin pump. The customer said there was moisture inside the insulin pump. There was a crack of 4 centimeter running from where the belt clip was diagonally down to the bottom. There was water in the screen and it moved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with serial number label missing, cracked case (battery tube), and cracked case-corner of belt clip rails. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.